Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Continued h.6. Impact code: f2203. Device photo evaluation: visual analysis of the photographs identified a device filled with fluids, has red particles on the surface of the device, has crease fold, appears to be intact, labeled left and yellow biological tissue on the surface of the device. Additional, changed, and/or corrected data: b.6, h.6.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.